Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the initial implant procedure of the left ventricular (lv) lead, a dissection of the coronary sinus was noted. The procedure was aborted, and a new lv lead was implanted successfully at a later date. The patient was stable with no consequences.